Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence.during the evaluation, the device failed the repair test for error err_airstream_temp_1_railed (error code 136) and the airstream temperature repair test step. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test.additionally, the device sn/mn label had the incorrect gtin/revision, the rubber feet were damaged, and the top plate was damaged; all of which were added or replaced to address the issues. Due to the failed test step, the device has been returned to the technician for additional evaluation. If additional information is provided on the completion of the device evaluation, a follow-up report will be submitted.